Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: aneurx stent graft; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant cuff was implanted in the patient for the endovascular treatment of a 82m abdominal aortic aneurysm. It was reported that, approximately 4 years post index procedure, the patient presented emergently suffering from lower back pain. A CT scan revealed an 82mm aaa and a type iii separation leak between the aortic cuff and the main bifurcated stent graft (possible an aneurx). An additional aortic cuff was implanted between the existing aortic cuff and the main body of the stent graft down as far as the bifurcation, the procedure was completed by ballooning which resolved the endoleak. As per the physician, the cause of the event was due to insufficient overlap between the implanted devices. No additional clinical sequelae were reported and the patient is fine.